Event description:
It was reported that the customer received a motor error alarm. As well as a motor position encoder error. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Cracked reservoir tube lip noted during visual inspection. Pump passed prime, displacement and basic occlusion test. Unable to confirm alarm in alarm history due to overwritten history files. Pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.